Manufacturer narrative:
(B)(4)

Event description:
It was reported that when asymptomatic patient presented in-clinic for follow-up device was found to be in backup vvi mode. A device download was performed successfully.